Manufacturer narrative:
Approximate age of device - 70 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A system controller log file was submitted by the customer for review. The log file contained approximately 20 days of data. The pump operated at an average power of 8.7 watts with spikes to 10.3 watts. The log file evaluation could not conclusively determine a cause for the power elevations. A correlation between the device and the suspected thrombus could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was seen in the clinic on (B)(6) 2015 and had a ramp echocardiogram which showed inability to unload the left ventricle. The patient also had a sudden increase in pump power to the 8-9 watt range and possible pump thrombosis was suspected despite adequate international normalized ratios (inrs). The patient was placed on IV heparin. Prior to hospital admission all inrs had been therapeutic. The patient¿s initial lactate dehydrogenase (ldh) level was elevated to 563 u/l (up from 450 u/l) but after 36 hours of IV heparin the ldh was down to 463 u/l. CT angiography was performed and the outflow graft looked normal with no evidence of kinking or obstruction. While in the hospital, the pump powers came down to baseline in the 6-7 watt range. A repeat ramp echocardiogram was performed on the day of discharge ((B)(6) 2015) which showed improved unloading of the left ventricle. At discharge, the patient was to continue taking coumadin and aspirin daily and plavix was added. The patient's inr goal was 2-3. On (B)(6) 2015 the patient again had an elevated ldh of 568 u/l and the pump powers were greater than 10 watts with corresponding elevated flows on unspecified dates. Further information regarding treatment rendered was requested but was not provided.